Event description:
It was reported that during unpackaging of a 3.25x33 mm rx xience xpedition stent delivery system (sds), the stent implant dislodged from the balloon when the stylet was removed. There was no resistance felt when removing the protective sheath from the tip of the sds. The sds was not used on the patient. A new similar sized xience xpedition was used to complete the case. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.